Event description:
The customer reported a clear fluid leak of approximately 2ml from a coulter act diff 2 analyzer during startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The instrument was considered inoperable and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/23/2015. The fse found that there were platelet (plt*) flags and plt background failures on startup. The fse decontaminated the diluent and cleaner pick-up lines for 40 minutes with bleach and flushed with deionized water (dih20). The fse then replaced the rbc disk filters and the waste filter due to their exposure to the bleach during the decontamination procedure, which resolved the plt* flags and plt background failures. The fse also observed that the diluent reagent was swirling strongly into the white blood cell (wbc) bath, causing it to overflow intermittently onto the counter top. The fse replaced all of the small check valves to the wbc (bt2) and red blood cell (rbc, bt1) baths and also replaced the tubing at the top port of the wbc bath with longer length tubing that corrected the flow rate, which resolved the reported leak. The fse noticed that the instrument was generating differential (diff) voteouts and aperture alerts, indicating a blockage in the wbc aperture. The fse replaced the wbc bath, which resolved the diff voteouts and the aperture alerts. The fse performed all calibrations and adjustments. He ran controls and verified all parameters were within limits. The instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).